Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was 281 mg/dl. Reportedly, the customer completed infusion set changes to address the occlusion alarms. System check could not be performed as the issue occurred in the past.